Event description:
It was reported by the rep that the (1) chd33 was used for a lower anterior resection procedure. It was reported that the instrument allegedly misfired. The prolene suture used for the purse string was cut and the staples did not form completely. The "crunch of the washer" was not heard upon the firing of the instrument. The anastomosis was not complete. A colostomy was performed to finish the case.